Event description:
The user facility reported that during a patient procedure while utilizing a davinci surgical system, the table was commanded to rise in height while in trendelenburg and the table returned to level. No injuries to hospital staff or patient reported however a procedural delay was reported.

Manufacturer narrative:
A steris service technician arrived onsite and found the table was not operational. The hand control was not displaying any information. The technician replaced the table control board, hand control and power supply. The technician calibrated the table, tested it and returned it to service. No additional issues have been reported. The table was installed on 5/6/2013 and is not under steris service contract.